Event description:
The customer reported to beckman coulter, inc. That they observed fluid dripping from the end of the unicel dxc 660i synchron access clinical system sample and piercing probes and the wash cup was not draining completely. The leak was contained within the instrument. The customer was wearing personal protective equipment at the time of the event. No erroneous were generated; accordingly there were no changes to the patients care or treatment. A beckman coulter field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and evaluated the system. The fse confirmed the wash station was failing to drain. The fse removed and replaced the peri-pump tubing ad bleached all the lines. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).